Event description:
The event is reported as: the doctor discovered that the contents of the product were different with the outer packing. The issue was discovered prior to use on a pt. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.